Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Hurting gum [gingival pain]; heads have come apart in mouth, outer round bristles have become detached, small metal pin came out, recall hurting gum - oral-b dual action brushhead [injury associated with device]; heads have come apart in mouth, outer round bristles have become detached, small metal pin came out with the circular brush, broken, collapse [device breakage]; maybe I have inadvertently bought counterfeit sub-standard items - oral-b dual action brushhead [suspected counterfeit product]. Case description: a male consumer of unspecified age reported via e-mail on 30-apr-2017 that he used an oral-b dual clean electric toothbrush, and he found that his last 4 oral-b dualaction brushheads had come apart in his mouth while he was brushing. He explained that the outer round bristles had become detached, sometimes with a metal pin too. He stated that they used to last 3-4 months, but now approximately 3-4 weeks. He questioned whether or not he had inadvertently bought counterfeit sub-standard items. He provided photos of the broken item. No symptoms were reported. On 02-may-2017 received consumer's follow-up e-mail: the consumer reported that this was the 3rd brush head that collapsed on him. He stated that he did not recall dropping his brush, and certainly not 3 times. He recalled that each brush head lasted about 1-2 months. He brushed his teeth twice daily for at least 2-3 minutes. He reported that the first time it happened, a small metal pin came out with the circular brush and from then on he was careful in case it happened again. He stated that he did not choke, nor did it cause permanent damage to his teeth, but he did recall hurting his gum. The consumer reported that he had one brush head left unopened and another one on his toothbrush that he was using carefully. He stated that he was able to scratch the logo off a bit with a coin, but not easily and not all of it. He noted that he had kept the last damaged example and was willing to post it. The case outcome was recovered. Other relevant history: medical history- asperger's syndrome. No further information was provided.